Manufacturer narrative:
(B)(4). Batch # n90u24. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that the tissue pad was damaged during procedure and stopped to use any more. Changed another one to complete surgery. There was no patient consequence reported. No additional information can be provided.